Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited missing electrograms. It was possible that the ICD had exhibited inappropriate anti-tachycardia pacing (atp) therapy due to incorrect interpretation of signal, but there were no electrograms available to confirm with. No intervention was performed. There were no patient consequences.